Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for diabetic ketoacidosis involving a blood glucose of high on the meter (over 33.3 mmol/l) with abdominal pain, vomiting, excessive thirst and urination related to a lack of occlusion alarm on the pump. The reporter indicated being treated with insulin via injection and intravenous fluids. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to a lack of occlusion alarm on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without occlusions occurring. The pump was manually occluded and confirmed that the pump display an ¿occlusion alarm¿ message on the screen with functional audible and vibratory alerts. The occlusion detection feature was found to be functioning appropriately during testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.